Event description:
The device was used during a laparoscopic cholecystectomy procedure. The scope's visibility was poor. The surgeon used another scope to complete the procedure. The hosp has reported that no pt injury occurred.